Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from the "exposed black threads." This was observed during fill and drain of peritoneal dialysis therapy while the patient was connected to the patient line of the cassette. After the set was removed, troubleshooting was performed with a syringe and a leak was observed from the "exposed black threads." The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient took oral antibiotic for two days and vancomycin ip x1 dose for broad spectrum coverage. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.